Event description:
It was reported while using the bd pyxis¿ anesthesia station es, the user was unable to log into the station. As a result, the user could not dispense medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that an unexpected error has occurred when pulling a transaction of medication to patient. A field service engineer successfully clear the storage space about 4 gigabytes to technical support specialist for resolve bloating the station and additionally replaced power module and battery. The system functioned as intended after the field service engineer troubleshooted the device.